Manufacturer narrative:
(B)(4)

Event description:
It was reported review of a merlin transmission revealed non-sustained right ventricular oversensing episodes due to atrial pacing events landing on slow ventricular tachycardia causing miss matching between the near-field and far-field rate counters. The recommended programming change was made. The patient will be remotely monitored. The patient condition before and after the event was fine.